Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this device contacted them and said that he has a staph infection and that the device is moving. There is no indication of intervention.